Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 45mg/dl which was treated with bottle of juice. Customer¿s current blood glucose was 108mg/dl. Customer also reports that they had sensor error and lost sensor alert. Customer declined troubleshoot for low blood glucose. Sensor will be return for analysis.